Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate dinner approximately 30 minutes before contacting support but did not announce the meal because the ilet displayed a sensor warmup message; during the call the user stated they then announced the meal, and blood glucose was 329 mg/dl initially and 308 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no additional follow-up requested that evening. Investigation included case review and user education focused on meal announcement timing during sensor warmup and general troubleshooting. Investigation of this case revealed that hyperglycemia was associated with a missed or delayed meal announcement while the system was in sensor warmup, without evidence of device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of the meal announcement during sensor warmup.